Manufacturer narrative:
The certas valve (ID 828804pl) was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 4. The valve was visually inspected, the siphon guard was damaged. Tear and cut marks were noted on the housing and siphon guard. Root cause analysis - the root cause for the ¿siphon guard broken¿ is due a sharp or pointed object coming into contact with the valve in view of the cut marks on siphon guard. As noted in the surgical procedure precautions section in IFU, silicone has a low cut/tear resistance.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported no flow of a certas valve (828804pl). No additional information has been provided after several attempts.